Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she was not getting the proper amount of insulin after receiving her replacement. The caller stated that the glucose meter was showing her blood glucose was over 600mg/dl. She did not know if the bolus was correct, but the basal rates were correct. During the call, the customer stated being hospitalized with high blood glucose of 600mg/dl, and she was treated with manual injections. Troubleshooting was declined as customer was not feeling well. No further information was provided.